Event description:
The customer contacted physio-control to report that their device had a service wrench present. Additionally, an event code was logged into the devices memory indicated that the unit may be unable to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): after multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.